Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4)

Event description:
It was reported that the patient experienced intermittent/erratic stimulation from their implantable neurostimulator (ins). Specifically, 3 weeks ago, when the patient stood up straight they would feel the stimulation too high but if they slumped then they would not feel the stimulation. There were no falls or trauma reported associated with the issue. The stimulation was verified to be on per the programmer unit. It was noted that the patient had the ability to adjust the stimulation up and down. On follow up, the patient stated that they always keep their ins charged every week. The patient stated that everything works great. The indication for use of the implanted device was noted as failed back surgery syndrome. If additional information is received, a follow-up report will be sent.